Event description:
The customer reported via phone call experiencing high blood glucose levels. She stated that she did not remember if she took her insulin and request assistance with checking her history on the insulin pump. The customer's blood glucose was 560 mg/dl. The customer stated that her blood glucose was high because her insulin pump had been unhooked or disconnected. She declined to troubleshoot for the high blood glucose and was assisted with checking her most recent bolus. No further assistance was necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.